Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 442 mg/dl due to motor error. Customer stated drive support cap was normal and insulin pump was exposed to high magnetic environment. Customer was able to clear alarm and insulin pump rewind. The device will be returned for analysis.